Event description:
On (B)(6) 2012, the vns patient's mother reported that the patient is experiencing an increase in seizures about six weeks ago. The mother stated that at the last appointment with the neurologist the neurologist stated that the vns had "reset to default" and was only stimulating once every hour. The vns was then reprogrammed and the patient was referred for generator replacement. The neurologist later reported that the reason for the setting change was a faulted system diagnostics test. The handheld date stated (B)(6) 2011, was the date the faulted system diagnostics test occurred but the handheld dates were unreliable due to battery depletion in the handheld. The incorrect settings from the faulted system diagnostics test were noticed at the patient's last appointment in (B)(6) 2012. The physician stated that he has the patient on rapid cycling so the patient is referred for battery replacement for prophylactic reasons. The increase in seizures were due to the setting change from the faulted system diagnostics test and the age of the generator according to the physician. The increase in seizures however was below pre-vns baseline levels. Both the patient's seizure types had increased but the physician did not specify what types of seizures these were.

Event description:
Additional information was received on (B)(6) 2012, when product analysis on the generator was completed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not list that it was a 30-day report on the initial report.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had been scheduled for prophylactic battery replacement on (B)(6) 2012. The surgery did take place on (B)(6) 2012 and the explanted generator was returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
If follow-up what type, device evaluated by MFR, evaluation codes, corrected data: follow-up report #2 inadvertently reported device evaluation information for the wrong product.